Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic post their cardioversion procedure. Device interrogation revealed low impedance value on the right ventricular(rv) lead as compared the measurement noted during initial implant. The increase in rv capture threshold was also noted. The physician suspected lead insulation problem. No intervention was performed, and follow-up visit was scheduled. The patient was stable.

Event description:
New information received notes that when the patient presented via remote transmission, low impedance and high threshold was noted on the right ventricular (rv) lead. After gaining the access, the physician noted insulation damage. The lead was capped and replaced (B)(6) 2020. The patient was stable and discharged.